Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. No unexpected battery out limit. No button error alarm noted. However, intermittent button response due to moisture damage keypad trace noted. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer also mentioned a battery out limit. Customer's current blood glucose reading is 156 mg/dl. No further information reported.